Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with far-p wave oversensing. Review of the episodes revealed far-p wave oversensing leading to vt episodes. No therapy was delivered. The patient did not experience any symptoms. Recommended programming changes were made.

Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.

Event description:
New information indicates that the device was explanted.